Event description:
It was reported that during device preparation, when the protective sheath was removed, the xience xpedition stent came off with the yellow sheath. There was no patient involvement. Another xience xpedition was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.